Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown fibulink/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2024 reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent unknown surgery for the medial malleolus fracture and ligament function restoration. Ace ccs was used for treating the medial malleolus fracture and had no problems. The fibulink was used for ligament function restoration, and it had problems as follows. The surgeon was able to proceed smoothly with the procedures up to tibia screw insertion according to the surgical technique. However, the process of pulling the fibulink did not go well, and the fibulink could not be deployed properly. Therefore, the surgeon pulled out the fibulink. Since there was another fibulink, the surgeon started inserting that fibulink. Again, the fibulink was difficult to insert, but the surgeon was able to confirm that it was inserted into the fibula to some extent, i.e., up to the hole in the permacord part. The surgeon then proceeded with the procedure and felt the fibulink begin to engage as he turned the tensioning cap, and it appeared to be under tension on the image intensifier. In the end, the procedures had to be terminated with the fibulink inserted only halfway into the fibula probably because the engagement between the fibulink and tensioning cap was poor. The surgery was completed successfully within 30 minutes delay. The surgeon was concerned that a situation could arise where the fibulink interfered with the tibia because it was only halfway into the fibula, potentially leading to oa. The surgeon said the tensioning process was cumbersome and it was difficult to tell how much tension was being applied. The surgeon also commented that the skin incision and invasion were a little larger than planned. This report involves an unknown fibulink. This is report 2 of 2 for (B)(4).